Manufacturer narrative:
Patient code - patient was externally defibrillated.

Event description:
It was reported that during implant procedure, the right ventricular lead failed to convert the induced ventricular fibrillation during dft testing. External defibrillation was applied to successfully convert the arrhythmia. The lead was not used and replaced successfully. The patient was in stable condition post operation.